Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4). Mps (B)(6) reported a communication issue. Utilized cat5 and usb bypass cable and was able to communicate. Obtained "an error has occurred in the software. Please restart the application." Upon restarting, mps obtained a communication error. Set up usb bypass and still would not communicate. Upon using cat5 ethernet bypass, it was communicating. Attempted to clean connectors once again to determine if parts were required to be ordered. Upon cleaning, the system was now communicating without the bypass cables. Performed presurgery check. Fse arrived on site to verify operation of the system. Cleaned fiber connectors with fiber cleaning swabs. Performed pre-surgery check. *****updated***** case type: tha. Per mps, "there was about a three minute delay in case."

Manufacturer narrative:
"Reported event: mps reported they obtained "an error has occured in the software. Please restart the application." Upon restarting, he obtained a communication error. Set up usb bypass and still would not communicate. Upon using cat5 ethernet bypass, it was communicating. Device evaluation and results: gsp (B)(4) - mps attempt to clean connectors, the system was now communicating without the bypass cables. The mps successfully performed pre-surgery checks. Fse arrived on site to verify operation of the system. Cleaned fiber connectors with fiber cleaning swabs. Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: successfully performed pre-surgery checks. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
(B)(4) - mps (B)(6) reported a communication issue. Utilized cat5 and usb bypass cable and was able to communicate. Obtained "an error has occurred in the software. Please restart the application." Upon restarting, mps obtained a communication error. Set up usb bypass and still would not communicate. Upon using cat5 ethernet bypass, it was communicating. Attempted to clean connectors once again to determine if parts were required to be ordered. Upon cleaning, the system was now communicating without the bypass cables. Performed presurgery check. Fse arrived on site to verify operation of the system. Cleaned fiber connectors with fiber cleaning swabs. Performed pre-surgery check. Case type: tha. Per mps, "there was about a three minute delay in case."